Manufacturer narrative:
The device was returned, decontaminated and visually inspected. The device was returned in three parts. The device was returned with a missing heat shrink and in a condition, that made functional testing impossible. All three components were place under 20x microscope. No other damages were observed on the device. Measurement of the crimped pin and the crimped diameter had a difference of .01 inches which indicates a possible crimped insufficiency. Under 20x microscope the crimp pin appears to be insufficiently crimped. This type of defect will happen if the crimp pin isn't fully crimped and if the heat shrink has been compromised. The tension force from the crimp pin keeps the device intact. The device was then placed back together. The crimp pin was loose and confirms a possibility that the crimp was not fully crimped. This is an isolated incident. For final inspection requirements, all jaws are 100% inspected.

Event description:
During surgical procedure the pin from a renew grabber grasper tip fell into the patient. The pin was retrieved, anesthesia and procedure time was extended by 4 minutes. There was no harm to the patient.